Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) experienced shock impedance high out of range on the right ventricular (rv) lead. Technical services (ts) was consulted noted anti-tachycardia pacing (atp) was delivered due to noise signals. Pacing inhibition was present, patient did not experience syncope. Ts recommended reprogramming and continue to monitor. No additional adverse patient effects were reported.